Manufacturer narrative:
Section a: missing all patient information - information was requested multiple times but not provided. Section d6: missing information - implant date was requested multiple times but not provided. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of a communication fault alarm on (B)(6) 2020, a specific cause for this event could not be conclusively determined through this evaluation. It was reported that the patient developed a communication fault alarm on (B)(6) 2020. The submitted controller event log file revealed a persistent driveline communication fault throughout the duration of the data, which ranged from (B)(6) 2020, at 13:26:20 through (B)(6) 2020, at 10:42:18. Additionally, transient com b faults were observed on (B)(6) 2020, and (B)(6) 2020, indicating that the communication fault was likely associated with the com b line. The exact onset of the driveline communication fault could not be conclusively determined through this evaluation; however, based on the findings of the controller periodic log file, the onset of the communication fault occurred sometime between (B)(6) 2020 at 10:28:27 and (B)(6) 2020 at 10:28:21. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. It was noted that the driveline communication fault alarm was cleared. The patient waited in the clinic to determine whether the alarm would return. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6), and no further issues have been reported at this time. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Missing all patient information; no patient information provided. Missing information - date of implant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who was implanted with hearmate 3 on (B)(6) 2019 developed a driveline communication fault alarm on (B)(6) 2020. The alarm has been cleared.